Manufacturer narrative:
The sample was discarded by the user facility and therefore unavailable for review. Based on the event as reported and not having the sample to evaluate, no conclusion can be made. However, as reported the broken peg glass cartridge was not an out of box event. It is possible the cartridge was inadvertently damaged during subsequent handling of the product in preparation for use. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of(B)(4) units released for distribution in (B)(6) 2020. The subject product is not marketed for us sales. A similar product is marketed in the us. H11: this supplemental MDR is submitted to correct medical device manufacturer and UDI. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2020, prior to use in the progel platinum sealant cartridges (glass vial) broke when it was inserted in the sealant applicator during device preparation for use. There was no user injury reported as a result of the problem experienced. Another progel platinum device was used to complete the procedure without issue. The problem experienced in preparation for use did not impact the patient.

Manufacturer narrative:
The sample was discarded by the user facility and therefore unavailable for review. Based on the event as reported and not having the sample to evaluate, no conclusion can be made. However, as reported the broken peg glass cartridge was not an out of box event. It is possible the cartridge was inadvertently damaged during subsequent handling of the product in preparation for use. The IFU for the progel platinum adequately prescribes the proper inspection and preparation method to prevent damage to the product. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in (B)(4) 2020. The subject product is not marketed for us sales. A similar product is marketed in the us. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported, on (B)(6) 2020, prior to use in the progel platinum sealant cartridges (glass vial) broke when it was inserted in the sealant applicator during device preparation for use. There was no user injury reported as a result of the problem experienced. Another progel platinum device was used to complete the procedure without issue. The problem experienced in preparation for use did not impact the patient.